Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related per clinical details that hemostasis was achieved by redressing and repositioning the reposition unit.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 74-year-old female supported with an impella cp device for the indication of acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage d) inserted via the left femoral artery on (B)(6) 2026 and explanted on (B)(6) 2026. Following ECMO decannulation in the operating room the previous evening, the bedside rn reported access site oozing during a dressing change. The patient was noted to be oozing from multiple sites, making it unclear whether the bleeding originated from the venous cannula site or the impella access site. The repositioned sheath was propped up and redressed without difficulty. The patient was not receiving antithrombotic drugs and was monitored with ptt; no underlying coagulopathy or contributing medical conditions were reported. Estimated blood loss was approximately 200 cc. Hemostasis was achieved through redressing and repositioning of the unit, and forward suturing was in place. Based on the available information, the reported access site bleeding appears temporally associated with recent ECMO decannulation and overall site oozing rather than a confirmed impella device malfunction. No patient harm was reported, hemostasis was achieved without further intervention, and the impella system continued to function as intended. The reported major bleed is consistent with access site complications and the purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
Additional information was received and the information confirms that the impella pump was successfully weaned on (B)(6) 2026, and it was further confirmed the patient remained stable through explant. Regarding return of the product, it is unknown whether the device was retained for return. Correction: section d1 brand name was corrected accordingly.